Event description:
The voyager balloon catheter was advanced to the lesion and was inflated. However, during deflation the balloon could not be deflated and had to be removed from the patient still inflated.no patient effects were reported.